Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer that statlock dressing lifted completely on left side due to purulent drainage. Statlock requires change, same removed. Drain catheter held in situ with gauze and manual pressure as migrating out. Cavilon applied. New statlock placed and large central line transparent tegaderm to reinforce. Stopcock with IV cap added to maintain a closed system tid for ns 10ml flushes. Patient's 3rd CT guided drain insertion within 1 month. The 2 previous migrated out when secured with statlock. Requested securacath to be place and prevent line migration. Patient was transferred to small rural site. There was no patient injury reported. It was stated this occurred with three devices on the same patient. This report addresses the second device.